Manufacturer narrative:
The device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to have a tear. The timing and the cause of this damage could not be conclusively determined. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No issues were noted that would result in a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
The patient was wearing the pod on the arm for between 1 and 4 hours. It was reported that the pink slide did not move forward and it was unknown if the cannula was visible upon pod removal; these findings are indicative of a needle mechanism failure. No impact to the patient's blood glucose was reported.